Manufacturer narrative:
Investigation conclusion: the customer did not provide a laboratory comparative for the reported inratio inr values. It is not possible to verify if a discrepancy exists. It is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history of the lot was performed. In-house testing on strip lot 372984a meets release criteria. The product performed as expected. A review of the manufacturing records for lot 372984a did not uncover any non-conformances. The lot meets release specification. Root cause cannot be determined from the information provided. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Manufacturer narrative:
Investigation conclusion: investigation pending.

Event description:
Patient self tested alleging unexpected inratio values. (B)(6) 2015 inratio = 4.5, coumadin dosage was decreased but patient self tester does not remember dosage. (B)(6) 2015 inratio = 1.8, coumadin dosage changed to 7.5 mg 6 days a week and 5 mg once a week. (B)(6) 2015 inratio = 1.8, coumadin dosage was changed to 7.5 mg every day. (B)(6) 2015 inratio = 1.8. Patient's therapeutic range 2 - 3. No reported adverse patient sequela.